Event description:
It was reported that during an implant procedure, the lead would not stay in the right atrium and kept dislodging with several attempt to place the lead. The physician was frustrated with the lead behavior. The lead was not used and other lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.